Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the syringe pump assembly was making a clicking noise, and found the syringe pump assembly was causing a minor pulse when it clicked causing a dosing issue. The dosing issue was occurring in the same proximity as the glucose and ketone pads on the strip. The fse replaced the syringe pump assembly and was able to run controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that glucose was failing false negative for ca control on their ichem velocity urine chemistry system. There were no reports of erroneous patient results being generated or reported out and there was no change or effect to patient treatment in connection to the event.